Event description:
Absorbent pieces of drape went into incision upon being soaked with fluids and solutions. Per the customer, there were no untoward effects to the pt, delay in surgery or additional medical rx or tx administered as a result of the drape strikethrough. The incision was thoroughly irrigated and all pieces of the torn drape were quickly retrieved or flushed.

Manufacturer narrative:
The marketing, sales, product development and quality control personnel responsible for the design of the product reviewed the situation reported by the customer. As a corrective action, a stronger reinforcement material has been implemented. We will continue to monitor our customer base for complaints of this nature.